Event description:
Additional information received confirmed the patient death was due to respiratory failure from acute respiratory distress syndrome .

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the distal lcx. It is reported that the patient was admitted for chest pain approximately 3.5 months post index procedure. Angiogram showed instent restenosis of the stent implanted during index procedure as well as vein graft stenosis. Investigator has indicated that the event had definite relationship to the study device and remote relationship the study procedure. It is reported that the patient had redo bypass surgery. It is reported that the patient recovered with treatment. It is reported that approximately 11 months post index procedure the patient presented with dyspnea and hypoxia and was thought to possibly have acute or chronic systolic congestive heart failure. Patient was also diagnosed with left hydropneumothorax and trapped lung. It is reported that the patient was hospitalized and expired approximately 12 months post index procedure. It is reported that the cause of death is unknown. Investigator has indicated that the event was not related to mi. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.

Event description:
Clinical events committee(cec) adjudicated that an arc non-q-wave myocarial infarction approximately occurred 3 months 2 weeks post index procedure.

Event description:
Obtuse marginal was also treated during previously reported CABG revascularisation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The left pda was treated during previously reported re do triple vessel CABG . The investigator has indicated the previuosly reported mi was definitley related to the study device.

Event description:
(B)(4) adjudicated that the patient suffered an arc mi approximately 11 months post index procedure.